Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs100 intra-aortic balloon pump (iabp) possible internal or iabp circuit leakage.

Manufacturer narrative:
A getinge fse arrived onsite to find that the units iab fill port fitting loosely connected. Tightened fitting. Performed system checkout. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, g3, g4, g6, h2, h11. Corrected field: h6 (type of investigation).

Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) possible internal or iabp circuit leakage.

Manufacturer narrative:
Cs100 upgraded to cs300. Updated field: b4, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h11. Corrected field: b5.